Manufacturer narrative:
An event regarding difficulty seating a trident liner was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection shows scratching and gouging along the device rim and the scalloped locking features. The damage is indicative of attempting to assemble the liner to the shell while mis-aligned. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the reported event occurred as a result of misaligning the liner¿s scalloped features with the associated locking features of the shell. This is evident by the damage observed on the returned device.

Event description:
It was reported that after the insert was locked with the cup, the insert dislocated from the cup during trial reduction. Spare insert (10 degree) was used instead of it and the procedure was completed. The surgeon and the sales rep confirmed that the insert was locked properly and the surgeon has been using same series products for a long time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after the insert was locked with the cup, the insert dislocated from the cup during trial reduction. Spare insert (10 degree) was used instead of it and the procedure was completed. The surgeon and the sales rep confirmed that the insert was locked properly and the surgeon has been using same series products for a long time.